Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used in a stenting procedure on a patient (age, sex, and weight unknown). According to the complainant, the stent was inserted into the patient and the position of the stent was adjusted with the suture. Upon removal of the suture, the suture detached in the patient's bladder. The suture fragment remains in the patient. The fragment will be removed when the stent is replaced. The patient was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.